Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted, dried blood/tissue was present around the helix, and a soft stylet was in the lead. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil was fractured at the tip region of the lead. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that at the implant of this right ventricular (rv) lead the helix failed to retract after attempting to reposition the lead. The lead had to be rotated completely to remove the lead from the body. It was also noted that the stylet became stuck in the lead lumen. The lead was not implanted and was returned. No adverse patient effects were reported.